Event description:
The reporter stated that the surgeon was inserting a aa4203tl toric silicone single piece lens and the lens tore. The surgeon removed the lens without enlarging the incision and put in another model lens. No pt injury. This is the first of two incidents for this pt. See manufacturer report number 2023826-2006-01723 for the second report.

Manufacturer narrative:
H6: evaluation codes: results - (other) - visual inspection of the returned product shows a tear in one plate haptic. There is clear surgical residue/debris on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.